Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, during the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a different balloon catheter. The procedure was completed with stent implantation. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen. There were numerous hypotube kinks. There was no damage or irregularities noted on the balloon, balloon bonds and markerbands. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, during the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a different balloon catheter. The procedure was completed with stent implantation. No patient complications were reported and the patient's status good.